Event description:
Primary stability not achieved, implant was completely covered with bone, no thread tap used, complication in site preparation, inadequate bone quality/quantity((B)(6) are same patient).